Manufacturer narrative:
Eval: visual inspection of the returned product shows the lens torn in half and a portion of the optic is missing. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: an investigations was opened ot eval a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon was inserting a three piece silicone lens model aq2010 and the lens tore. The surgeon removed the lens with no pt injury.